Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was isolated to multiple damaged components on the monitor c/a board. Resistors r45, r689, r684, capacitor c610, transistor ql, and programmable logic device ul003 were thermally damaged. The cause for the thermal damage was isolated to shorted 3.3v and 1.8v power supplies. The root cause for the shorted power supplies could not be positively identified. No adverse event resulted from the defective components. The patient received a replacement monitor.

Event description:
The wife of a (B)(6) year old male patient called zoll customer support to report that the patient's monitor would not power up. The patient was issued a replacement monitor.